Manufacturer narrative:
The customer¿s report of backflow was confirmed. The set was visually inspected and no anomalies were observed. The check valve was inspected under magnification and was noted to be assembled in the set correctly with the silicone membrane centered. Functional testing was performed and backflow was noted, indicating a faulty check valve. The root cause of the check valve failure was not identified.

Manufacturer narrative:
Concomitant medical products: hospira 100ml IV bag of magnesium sulfate 0.9% nacl injection, ndc 0338-0049-03, lot y018374, exp jul 2017, therapy date: (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a piggyback infusion of magnesium infused into primary bag of saline instead of patient. There was no patient harm.